Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug eluting stents were implanted; one in the lad and one a day later in the obtuse marginal. Approximately one month post index the patient suffered rectal bleeding. Patient was on dapt at the time of the event. Plavix was discontinued. The investigator assessed the event as not related to device but casually related to drug.

Manufacturer narrative:
Cec adjudicated event a barc type 2 bleed with medication change to stop bleeding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient recovered. If information is provided in the future, a supplemental report will be issued.